Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 10 mm amplatzer septal occluder was selected for implant after prior closure of another asd. During device deployment in the left atrium a cobra deformation was noted on the distal disc of the occluder. The device was not released from the delivery cable, was recaptured, and removed. The device was tested under normal saline and assumed the correct shape. A second attempt was made to implant the device, but again the cobra deformation was noted. The device was recaptured, and removed and a new 10 mm amplatzer septal occluder was implanted to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.